Event description:
It was reported the patient underwent total hip arthroplasty on (B)(6) 2004. Subsequently, the patient was revised on (B)(6) 2015 due to unknown reasons. The locking bar and tibial bearing were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.